Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Intracranial hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The hospital discarded the device.

Event description:
The patient underwent a thrombectomy procedure in the middle cerebral artery (mca) on (B)(6) 2017 using a penumbra system 5max ace reperfusion catheter (5max ace). It was noted that the patient's anatomy was slightly tortuous. During the procedure, the physician attempted to use two non-penumbra devices, however was unable to remove the thrombus; therefore, the physician attempted to use the 5max ace. The physician was then unable to remove the thrombus and, therefore, the 5max ace was removed. During the final angiography, it was found that there was bleeding inside the patient from the occluded location; therefore, the patient underwent a craniotomy, and the procedure then ended. As of (B)(6) 2017, the patient's mrs was 5. As of (B)(6) 2017, the patient's condition is unknown. The 5max ace has an uncertain relationship to the intracranial hemorrhage.